Event description:
A report was received that the patient's ipg was not maintaining a charge. The ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. When the ipg was received two programs were on and running simultaneous. The battery profile showed changes in battery consumption rate over the expected range. However, when all the stimulations were turned off, the depletion rate dropped within the expected range. Therefore, the fast battery depletion suggested by the patient was actually due to high-power modes of the patient program. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg was not maintaining a charge. The ipg was replaced and the patient was reportedly doing well following the procedure.